Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; the weight the device within specification, crease fold, wear abrasion, deformation and cloudy color. A microscopic analysis was performed which identified: no other observation observed. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported ¿device was explanted and will not be replaced as per infectiologist request due to patient systemic scleroderma, an autoimmune disease¿. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of scleroderma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Connective tissue disease (ctd). Potential conditions: ¿ connective tissue diseases include diseases such as lupus, scleroderma, rheumatoid arthritis, and fibromyalgia ¿ there have been a number of published epidemiological studies which have looked at whether having a breast implant is associated with having a typical or defined connective tissue disease ¿ the most recent of these concluded that the weight of the evidence did not support a causal association between implants and definite or atypical ctd.7 the study size needed to conclusively rule out a small risk of connective tissue disease among women with silicone gel-filled implants would need to be very large.4, 8-16 the published studies taken together show that breast implants are not significantly associated with a risk of developing a typical or defined connective tissue disease. 4, 8, 12, 13 these studies do not distinguish between women with intact and ruptured implants. Only one study evaluated specific connective tissue disease diagnoses and symptoms in women with silent ruptured versus intact implants, but the study was too small to rule out a small risk.

Event description:
Healthcare professional reported ¿device was explanted and will not be replaced as per infectologist request due to patient systemic scleroderma, an autoimmune disease¿. This record is for the right side.

Manufacturer narrative:
Additional: information contained in this report was previously submitted through psr on 23/oct/2017.

Event description:
Healthcare professional reported ¿device was explanted and will not be replaced as per infectiologist request due to patient systemic scleroderma, an autoimmune disease¿. This record is for the right side.